Event description:
It was reported that a nurse was placed on light duty and later placed on leave due to an alleged lower back strain resulting from pushing and pulling a bed in which the zoom function allegedly was not working.